Event description:
Received info that the pump was asking for minimum of 50 units of insulin to continue with the load process. The customer added cold insulin, the initial fill estimate of insulin was 120 units. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin. The product has not been received for eval. Should additional info be received a supplemental form will be completed.